Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was 591 mg/dl at the time of hospitalization and was treated with insulin. The customer¿s blood glucose was 600 mg/dl at the time of the incident. The customer woke up vomiting and was rushed to the hospital. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they have a back-up plan available. The customer declined to perform a carelink upload. The customer does not allege that the insulin pump was under delivering. The drive support cap appeared normal or slightly indented. The customer reported that cannula was bent. The insulin pump will not be returned for analysis.